Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7076400, UDI: (B)(4).

Event description:
It was reported that the patient had a pocket site incision re-opening due to an infection. It was noted that symptoms of infection were redness, swelling, pus and pain. The patient was prescribed antibiotics and was doing well. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.